Event description:
It was reported that during an unknown procedure; it was observed that the stapler stopped working after the first use because the blade would not return. They took out the battery and reinserted it, then it worked but then died again. They decided to replace it with a new stapler and completed the procedure without delay. There were no patient adverse event. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/05/2025. D4: batch # unk. Additional information was requested, and the following was obtained: did the knife not returning home automatically after completing the firing? See answer below. Was the home button used? There wasn¿t any power once battery was reinserted the knife blade returned to its home position. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a9860y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/15/2025 d4: batch #c9dy4j corrected data: d4 (UDI, expiration date), h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the bulkhead contacts were noted to be damaged. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. In addition, the log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. A manufacturing record evaluation was performed for the finished device batch number c9dy4j, and no non-conformances related to the reported complaint condition were identified.